Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial lead was not successfully implanted due to helix issues and high pacing thresholds. The lead was surgically abandoned and replaced without incident. The physician expressed discomfort towards the unreliability of the ingevity leads. No adverse patient effects were reported. The lead is not expected to be returned for evaluation.